Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a power source alert occurred while charging the pump battery and then pump shutdown. Customer continued to charge pump and battery charged. Upon turning pump on, a continuous glucose monitor (cgm) error 42 occurred. There was no reported adverse impact to the customer. Pump was reset to resolve the issue. Customer's blood glucose was 117 mg/dl. Customer continued pump therapy.